Event description:
Chemotherapy IV was made using smartsite low sorbing infusion set. Upon verification, it was noted the primed tubing was leaking fluid. The tubing connected to the 0.2 micron filter had detached, allowing fluid to escape the infusion set.